Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit contained 17ml of fluid inside its reservoir. Visual inspection of the unit (via the naked eye) showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit and the device was found to operate within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An underinfusion was reported to have occurred during patient use. The device in use was a multirate large volume infusor. The expected infusion time was 46 hours, though solution remained in the reservoir of the device after the allotted time had completed. The expected flow rate was 90 ml/46 hrs. The device was filled with normal saline and fluorouracil. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.